Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n380775, implanted: (B)(6) 2014, product type accessory; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) female patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was for failed back surgery syndrome and spinal pain. The concomitant medications and patient history were not reported. Compatibility guidelines were requested, as the patient was having an MRI of the lower spine due to back pain. It was suspected that there was a problem with the device or therapy. The drug, concomitant medications, patient history, reason for the increased pain, results of the MRI, and actions/interventions taken to resolve the back pain remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this will be updated.